Event description:
The facility reported an automix 3+3/as compounder where the umbilical cable connector on the pumping station side had been "pushed" into the unit. This condition occurred before in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter service center (bsc) received the device for evaluation and performed visual inspection. The customer reported problem of the umbilical cable being "pushed" into the unit was confirmed by quality engineering during device evaluation. This condition was caused by the male/female connector filter being disconnected from the belden umbilical cable and the cable being loose inside the device. No repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.